Event description:
The pt reportedly experienced irritation at the implant site following initial implantation. A staple from the surgery reportedly was causing scabbing and irritation. The pt was prescribed bacitracin, cipro, and neosporin. The pt reportedly is doing well showing no signs of irritation.